Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had his scs ipg explanted and replaced. The ipg was inoperable (did not communicate with the programmer or charger). The patient reported last having stimulation 8-12 months prior. Stimulation therapy was reportedly restored postoperatively.